Manufacturer narrative:
Date rec¿d by MFR : 05/26/2019. Failure analysis on the returned gas delivery system (gds) shows that submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. The manufacturer¿s field service engineer confirmed the airflow accuracy issue. The manufacturer¿s field service engineer replaced the flow sensor assembly to address the reported problem. A full performance verification test was performed on the ventilator and the unit passed all tests successfully. The unit was returned to service.

Event description:
During corrective maintenance, the manufacturer¿s field service engineer noted that the unit failed the airflow accuracy test (pvt test 5) at the 10 slpm setting. No patient or user harm was reported. The event date was not specified; estimate used.